Event description:
The physician attempted closure of the arteriotomy with the closer tsl 6fr device. Resistance was encountered when inserting the device. The device broke at the pre-bent angle. The physician was able to remove the distal portion with hemostats and inadequate and manual compression was applied to achieve complete hemostasis. The pt recovered without further incident. Notes from the field indicate that the pt had a heavily scarred groin area and that under fluoroscopy clips from a prior procedure could be seen.